Event description:
Report received from the USA stating that the cutter could not be inserted into the device. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "cannot insert cutter" was not confirmed. Reliability engineering evaluated the device and found no problems with cutter insertion. If additional information is received, a supplemental report will be sent. (B)(4).